Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer went to the emergency room on 8/29/2025 with a blood glucose level of 489 mg/dl and admitted to the hospital. Customer received an IV of fluids of saline and insulin to address bg. The issue was resolved and there was no permanent damage, customer was able to reload original cartridge and resume insulin therapy. Multiple contact attempts were made by tandem technical support to obtain, additional information regarding the issue; however, no response was received from the customer.